Event description:
It was reported to philips that there was a power fault on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to power on. Upon troubleshooting the rse found that the mcs, review monitor and cu had no power, and the fuse of power distribution assy rear panel boxed tap bd 2 was burnt. The rse suggested to check the fuse of pdm and replace the rear panel. To resolve the reported issue, the fse visited onsite and replaced the fuse and control unit (cu) board. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.